Event description:
The manufacturer received information alleging the active exhalation verification test had failed when performed on the trilogy ev300 device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification test had failed when performed on the trilogy ev300 device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The manufacturer's service technician replaced the device's proportional valve and three-way solenoid valve to address the issue. After replacing the parts on the device, the manufacturer's service technician performed the final test on the device, which passed. Afterwards, the manufacturer's service technician confirmed the device was operational.